Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the implant housing migrated over the last year, but the user was still able to utilize his audio processors (ap) and he is hearing well with his ci. However, in the last couple of months it has become problematic as his rondo 3 ap touches his pinna and his sonnet 2 coil is now touching his processor. A re-positioning surgery is scheduled for (B)(6) 2024.

Manufacturer narrative:
Additional information: according to the information received from the field the implant housing migrated from its intended position. A re-position surgery was carried out, however afterwards it was noticed that the electrode array has migrated out of the cochlea. The concerned device was explanted but has not been received for investigation yet.

Event description:
It was reported that the implant housing migrated over the last year, but the user was still able to utilize his audio processors (ap) and he is hearing well with his ci. However, in the last couple of months it has become problematic as his rondo 3 ap touches his pinna and his sonnet 2 coil is now touching his processor. A re-position surgery was carried out on (B)(6) 2025. However, after the surgery, the electrode array migrated out of the cochlea, thus the user was re-implanted on (B)(6) 2024.